Manufacturer narrative:
Contacted the customer awaitng the product for investigation.

Event description:
Distributor indicated that their customer reported that it malfunctioned during a procedure and the metal cracked while the instrument was being tightened. No harm came to the baby during the procedure.